Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, an fse visited the customer to address the reported event. During servicing, the fse replaced the detector and calibrated the analyzer. The fse ran the calibration and qc for progesterone and all were near the mean. The instrument was verified to be operating as expected. There was no further action required by fse. The most probable cause for receiving low level 3 controls for progesterone ii was a defective detector.

Event description:
On (B)(6) 2015, a customer reported receiving low level 3 controls for progesterone ii with their a1a-900 analyzer. Technical support advised the customer to rerun the quality control (qc) in parallel with patient samples but controls continued to be result out low. On (B)(4) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progesterone patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.